Manufacturer narrative:
(B)(4) final report. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The explanted devices were returned to corin UK for review. The examination of the returned explants could not identify a specific reason for revision, any obvious failure modes or abnormal device characteristics. The corin devices were coupled with a taper conversion sleeve (manufacturer unknown), which exhibited evidence of corrosion inside it. Based on this, it cannot be determined whether the corin cormet devices caused or contributed to the patients experience and corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 12 years due to pain and elevated cobalt and chromium ion levels.

Manufacturer narrative:
(B)(4) initial report the appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reported explants have been received at corin and will be reviewed and information provided in a supplemental report upon completion of this investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 12 years due to pain and elevated cobalt and chromium ion levels.